Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. Initial reporter phone number : (B)(6). UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that during a shoulder arthroscopic surgery when the 4.5 healix peek anch.w/ocord was inserted it was broken, all the pieces will be returned, the procedure was completed using another device. No patient consequence and no surgical delay was reported. No additional information was provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that the anchor was broken. The complaint device was received a visual inspections revealed the screw of the distal end of anchor was broken. The possible root cause for the reported failure can be attributed to user mishandling of the device. A manufacturing record evaluation was performed for the finished device lot/serial number 4l67412, and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a manufacturing record evaluation was performed for the finished device lot/serial number 4l67412, and no non-conformances were identified.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Upon complaint review, the investigation was revised as follows: according to the information provided, it was reported that the anchor was broken. The complaint device was received and evaluated. Visual observation confirms the distal tip of the anchor is broken but is held in place by suture. When observed under magnification, no structural anomalies were observed that could have contributed to this failure. The possible root cause for the reported failure can be attributed to axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. A manufacturing record evaluation was performed for the finished device lot/serial number (B)(6), and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot : a manufacturing record evaluation was performed for the finished device lot/serial number 4l67412, and no non-conformances were identified.